Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was cut out of the eye to remove with no patient injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated the event was due to a loading error and over use of the injector.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4): visual inspection of the returned product found the lens optic and both haptics torn into pieces. The lens was returned in liquid. Based on the complaint history and the evaluation of the returned product, the most likely cause of the event was due to loading error and over use of the injector. (B)(4)